Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered error c-34 while activating monopolar energy. The site replaced the energy cord and instrument, but the issue persisted. They then restarted the generator, but the problem remained. The site replaced the generator with a force triad (ft) 10 generator to continue with the procedure. However, the ft 10 generator did not activate energy and made a sound when the user pressed the surgeon side console footswitch. A technical support engineer (tse) explained to the user that the ft10 generator received the signal from da vinci system. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
A intuitive surgical, inc. (Isi) field service engineer (fse) replaced the generator to resolve the reported issue. The generator was returned and evaluated by the failure analysis team, and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.

Manufacturer narrative:
A review of the submitted image was performed and the following additional information was provided: the image showed the integrated electrical surgical unit (iesu) with a dual pad setting.

Event description:
Refer to h10/h11 for follow-up information.